Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they noticed probably mid to late summer of 2024 that the ins was in a bad place and caused pain. They were aware of it all the time when they were sitting straight up it was poking them in the middle of their buttock. They said they told the doctor about it, but the doctor told them it would take up to a year to settle in. They also said it seemed to help them more at first, but probably in mid to late summer of 2024 they noticed it didn't work so well during the day. They were still buying pads, but it worked fine overnight. They woke only once during the night. They've had some adjustments, but not for a while. Reviewed some interstim optimization information and recommended keeping a symptom diary to track results. Th e patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp) on 2025-jan-28. The hcp reported that there was no evidence that the ins was in a bad place. Their last visit was on 2024-aug-07 for reprogramming. It was unknown if the issue was resolved. Additional information was received from the patient on 2026-may-27. They reported that they hadn't used their interstim system in about 3 years because no matter what they set it at, it wasn't doing anything and wasn't helping. The patient said they used the device for like a month after implant and then they didn't use it again. The patient reported that now all they did was have pain from the device because where it was settled was in their lower tush and they could feel it when they were sitting against a couch or in a chair or laying in bed. The patient mentioned that sometimes they could feeling it almost pointed like sharp and other times it was just a dull feeling but sometimes it was painful when they were sitting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient didn't have their external equipment at the time of the call. The agent reviewed that if the patient found their external equipment to try to recharge the communicator and handset and try to communicate with their implant to see if it still communicated and could be put into MRI mode. If the patient was unable to find external equipment or their ins was unresponsive, the patient will need to follow up with healthcare plan to meet with a manufacturer representative (rep) for further assistance.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.